Event description:
Report received of an inaccurate delivery, in the central processing dept, the pump was found with an unsigned note that stated, "pump infused 2nd port in 10 instead of programmed 20." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional info.